Event description:
It was reported patient experienced insufficient pain relief with the drg system. Investigation was unable to identify which lead attributed to the issue. As a result, patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10535312.